Event description:
It was reported that the healthcare provider (hcp) had difficulty accessing the pump refill port. It was noted that the correct needles and template were used. During the refill, the hcp felt metal only. X-rays were taken of the pump area which revealed that the pump appeared to be at an angle but not flipped. The hcp tried to manipulate the pump but could not get the refill completed on the day of the report. The patient was to return to the clinic and a refill was to be done under fluoro. The patient had enough medication until the following tuesday. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was discomfort with injection. It was noted the procedure was done under fluoroscopy. It was reported there was no injury.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8711, lot# j0058174r, implanted: 2001 (B)(6); product type catheter. (B)(4).